Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The computer was replaced, thus resolving the issue. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for testing and analysis. It was found that the computer booted normally to the application screen multiple times during burn-in testing. No "no sync" messages or freezing at the medtronic splash screen were observed. It was determined that the reported allegation was likely caused by bad sectors on the hard drive. This issue was documented in a hardware tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that ¿no sync¿ was displayed on the system's screen. A manufacturer representative went to the site and reseated the cable connections at the back of the computer. The system now would either boot to ¿no sync¿ or boot to the rising man logo and would not move beyond that. Another manufacturer representative connected an external monitor to the system, but the system still did not get a signal. The representative could hear the fans cycling. Technical services (ts) had the representative disconnect everything from the computer and plug the computer in directly into the wall, and the fans still cycled. There was no patient present when this issue was identified.